Event description:
It was reported that earlier this spring, the patient had been gardening, bending and standing and had some anterior hip pain. Then about 3-4 weeks ago, she complained of increasing hip pain and was seen in the doctor's office on (B)(6) 2012. She came to the emergency room on saturday with pain and hip aspirate came back positive for strep. She was brought to the operating room today for explant of her prosthesis and introduction of an articulating antibiotic spacer.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # nlv-340800y, lot # 25520001, description: rejuvenate neck. Cat # 502-03-56e, lot # mjpv31, description: primary tritanium hemi cluster hole cup 56mm, cat # 6260-9-140, lot # mjl5h0, description: v40 cocr lfit head 40mm/+0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.